Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient's father that they had an issue a few weeks back with a dislodged cannula. They did not realize their child was not receiving insulin for several hours. It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). No more information was able to be obtained.